Event description:
It was reported that following the implantation of a sparc sling the patient experienced "pain above pubic bone". It was further stated that the "patient also had a hernia and hernia mesh in the same area where the pain existed." The device was "removed completely". No further patient complications have been reported in relation to this event.

Manufacturer narrative:
Implant date: (B)(6) 2011.